Event description:
It was reported to philips that the flex arm could not move at all. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Review of system log file confirm the malfunctioning of force sensor. Upon troubleshooting, fse found that the detector was unable to rotate unless the sid was moved down, and the calibration went off from the detector and the tube cover was bad. The philips engineer recalibrated the frontal stand, replaced the tube cover, and ran bodyguard calibration and geometry adjustments. After which, the system was returned to use in good working order.